Manufacturer narrative:
No product was received for evaluation. The instructions for use states that if a leak is found, discard the solution and a new dialysate bag can be used. All treatments must be administered under a physician''s prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.

Event description:
A report was received on 11 apr 2024 from a health care professional (hcp) who stated a dialysate bag leaked while initiating renal replacement therapy. Per the hcp the nurse was splashed in the eyes, bumped her head, and visited the emergency department (ed) on 10 april 2024. Additional information was received on 17 apr 2024 from the hcp who stated the nurse had a CT scan with no findings, and no medical intervention was required.

Manufacturer narrative:
A request was received from the FDA on 12 jul 2024 for additional information regarding user facility medwatch report (B)(4). A copy of the user facility medwatch report is attached and the report number has been entered in the 'related report numbers' field (h10) as requested.

Manufacturer narrative:
Updated to include user facility medwatch information: patient identifier information added to section a. Follow up information is provided in section b. Date of followup information entered into g3. Updated type of report in h1. Health clinical effect codes added in h6. User facility report #: 0039-0111-2024-002.

Event description:
Follow up information was received on 30 apr 2024 via a user facility medwatch from the risk manager stating the nurse experienced a hematoma with swelling, nausea and headaches and required evaluation in the emergency department. The risk manager indicated the nurse required medical intervention with no further details provided.